Event description:
It was reported that during a renal aneurysm embolization procedure, while the cosmos coil was being inserted through the 17-gauge heavy microcatheter, the device detached on its own. When an attempt was made to remove the microcatheter, the coil came loose in small pieces. The product was replaced and the procedure was successfully completed. The patient outcome was great.

Manufacturer narrative:
The investigation of the returned coil system found the implant to be kinked/damaged and separated from the pusher, and the pusher bodycoil stretched from the transition to the distal section, broken, and entangled, which is consistent with the alleged product issue. The pusher's monofilament showed a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the implant damage, but the damage is consistent with the device experiencing forces exceeding the implant's yield strength. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched and broken pusher, but the damage is consistent with the device experiencing forces exceeding the pusher's yield and tensile strength. The returned microcatheter was not found to be kinked or damaged and would not have caused or contributed to the reported complaint.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The instructions for use identifies premature coil separation as a potential complication associated with use of the device.

Event description:
It was reported that during a renal aneurysm embolization procedure, while the cosmos coil was being inserted through the 17-gauge heavy microcatheter, the device detached on its own. When an attempt was made to remove the microcatheter, the coil came loose in small pieces. The product was replaced and the procedure was successfully completed. The patient outcome was great.